Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4, UDI: the device manufacture date and expiration date were unavailable in the initial medwatch report. Therefore, the UDI was incomplete. The UDI number, device manufacture date and expiration date has been identified and updated accordingly. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that 4.5 healix peek anch.w/ocord had the anchor broken at the distal end and still attached to the inserter. Neither the suture nor the broken fragments of the anchor were returned for evaluation. The overall complaint was confirmed as the observed condition of 4.5 healix peek anch.w/ocord would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a rotator cuff repair procedure, it was discovered that the anchor on the 4.5 healix br anchor w/ocord device broke off. All the broken parts were removed. A replacement 4.5 healix peek anch.w/ocord device was used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.